Manufacturer narrative:
The central was returned to the factory, where it was determined that the software had become corrupt during system reset. The software was reloaded. The central was tested to factory specifications and is being returned to the customer.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with passport 2 bedside monitors and ambulatory telepacks, the central station screen went blank. No patient injury was reported.